Event description:
Healthcare professional reported left side ¿negative for malignancy with non-specific chronic inflammatory process¿, ¿sudden increase on the left side¿, ¿peri-implant fluid of approximately 200 cc was mentioned", ¿capsular contracture baker grade IV¿, ¿requests replacement of both implants, since they are textured implants¿, ¿oily cyst with a complex appearance of 19 mm in diameter", ¿signs of implant material leakage". Device remain implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and seroma are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, seroma-late, gel bleed.

Event description:
Healthcare professional reported ¿sudden increase on the left side,¿peri-implant fluid...negative for malignancy,¿ ¿capsular contracture grade IV,¿ 'requests replacement...textured implant," ¿oily cyst¿ which is not related to the device and "non-specific chronic inflammatory reaction of the foreign body type with signs of implant material leakage' against left side device. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3, b.5, d.6b, g.1, h.6.